Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture pops off when it shouldn't. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 3/28/2022. (B)(4). The following information was requested, but was unavailable: was the needle it retrieved during the same surgical procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? What is the most current patient health status and condition? Lot number? Device return status/follow up? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-02220, 2210968-2022-02221, 2210968-2022-02222.

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/18/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: one sealed box, twelve packets, two paper lids, and two empty winding formers of product code j417h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues on the suture and no defects were observed during the evaluation. A functional test was performed using an instron and the pull force was above the minimum requirement. The devices performed without any defect noted. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. H6 component code: g07002 ¿ device from same lot. Related events captured via: 2210968-2022-02219, 2210968-2022-02220, 2210968-2022-02221, 2210968-2022-02222.